Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. The suspect device has been returned, however, the device evaluation is not complete. The cause of the balloon rupture is undetermined.

Event description:
It was reported to boston scientific corporation in 2008 that an rx dilatation balloon was used during a dilatation procedure the day prior. According to the complainant, "the balloon was ruptured during inflating up to 8 atms... Since the lesion was fully inflated prior to the incident" (ie, the procedure was complete), the event did not affect the outcome of the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."